Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 1200 mg/dl and diabetic ketoacidosis, and a cracked rib. Customer was treated with an unspecified intravenous fluids. Customer was released from the hospital on (B)(6) 2020 with the issue resolved, and no permanent damage.